Manufacturer narrative:
It was initially reported by the customer that during the procedure, when left pulmonary vien (lpv) isolation was conducted and while ablation was conducted, and error of ¿high contact¿ occurred. There was no problem in particular when the right pulmonary vein isolation (rpvi) was conducted. Timing of the issue occurred about 1 hour of thermocool® smart touch® sf bi-directional navigation catheter usage. Zeroing of the thermocool® smart touch® sf bi-directional navigation catheter was conducted but the issue continued. Connection was re-checked, the cable was changed but the issue did not improve, so the issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. The customer¿s reported issue of high contact force is not MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On 7/17/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the pebax sleeve has a small hole with metal exposed approximately 5.0 cm from the distal end of the tip dome. A reddish brown material was observed inside the pebax sleeve. These findings were reviewed and assessed as MDR reportable as a malfunction for the finding of a ¿hole¿ in the pebax sleeve. Device evaluation details: the device evaluation has been completed. The device was visually inspected and a small hole with metal exposed approximately 5.0 cm from the distal end of the tip dome was observed on the pebax along with reddish brown material inside the pebax sleeve. Then, the magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor feature was tested and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed, and no internal action related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref#: (B)(4).

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30185502l number, and no internal action related to the complaint was found during the review. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole with metal exposure approximately 5.0 cm from the distal end of the tip dome. It was initially reported by the customer that during the procedure, when left pulmonary vein (lpv) isolation was conducted and while ablation was conducted, and error of ¿high contact¿ occurred. There was no problem in particular when the right pulmonary vein isolation (rpvi) was conducted. Timing of the issue occurred about 1 hour of thermocool® smart touch® sf bi-directional navigation catheter usage. Zeroing of the thermocool® smart touch® sf bi-directional navigation catheter was conducted but the issue continued. Connection was re-checked, the cable was changed but the issue did not improve, so the issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. The customer¿s reported issue of high contact force is not MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On 7/17/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the pebax sleeve has a small hole with metal exposed approximately 5.0 cm from the distal end of the tip dome. A reddish brown material was observed inside the pebax sleeve. These findings were reviewed and assessed as MDR reportable as a malfunction for the finding of a ¿hole¿ in the pebax sleeve. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 7/17/2019 and has reassessed this complaint as reportable.